Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure when the vasoview hemopro 2 was taken out of the package the probe was bent on the end. Box was not damaged nor packaging. They did not use it and a replacement was used to complete the procedure. The device was not used on a patient.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/17/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Only the cannula was returned. Signs of clinical use and no evidence of blood were observed on the device. The clear plastic scope wash tubing connecting the c-ring was observed to bent. The c-ring was observed to be intact with no visual difficulties. A mechanical evaluation was conducted. The toggle was manipulated to retract and extend the c-ring. The c-ring was able to be retracted into the cannula with no physical difficulties. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent c-ring" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000250499 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4).